Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05jul2024.

Event description:
Healthcare professional reported a right deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events deflation was received on june 17, 2024, with lot number 3421752. Based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right deflation. Device has been explanted and replaced.